Event description:
It was reported that pump declared altitude alarm 21 and customer experienced high blood glucose of 15 mmol/l. There was no adverse impact to the customer's blood glucose level. Customer gave correction injection using multiple daily injections, did not need help from others, and later resumed insulin with original cartridge, while technical support provided tips to prevent future altitude alarms and customer confirmed understanding; no additional information was received regarding any further outcomes.